Event description:
It has been reported that the machine could not be exposed and could not store images due to issues with ippc. Frontal ippc has image disk error and lateral ippc not booting up. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the lateral image processing (ip) pc was not booting up, system unable to produce exposure and cannot store image. Review of the system log file showed lateral ippc failed to start up. Upon functional testing, fse found that the image storage not possible due to an image disk problem. The fse replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.